Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
It was reported there was incomplete seal of the appendage. A left atrial appendage (laa) closure procedure was performed. A 21 mm watchman ® laa closure device and delivery system was used. The closure device was deployed. The physician performed an aggressive tug test, which showed that the device was firmly secure, and the device was very compressed within the distal appendage. However, there was significant peri-device flow >5 mm. The physician did not attempt recapture due to the distal position of the device in the appendage. Also, there was concern about potential perforation. The device was released and the patient was closely monitored. Two days later, the patient underwent planned surgery. At that time, the surgeon was able to see that there was no perforation and left the device in place. The appendage was clipped proximally to the device. There were no patient complications and the patient was fine.